Event description:
It was reported on (B)(6) 2026, that, during reprocessing, the colonovideoscope tested positive for 10 colony forming units (cfu) of enterobacter sp, klebsiella, and pseudomonas sp. The device was retested on the device was tested again on (B)(6) 2026, and tested positive for 10 cfus of pseudomonas aeruginosa, 10 klebsiella aerogenes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.